Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemic event after a usual dinner announced to the ilet system while using a g7 cgm and a cartridge/infusion set on the abdomen, with a highest glucose of 258 and a duration of about two hours; the rise was described as a typical post-meal increase and a subsequent low later that night was discussed as a possible rebound, with no device alerts noted. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and characterized the report as an adverse event without an identified device or use problem; the applicable device component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with a typical meal-related blood glucose rise. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.